Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported error. The programmer boots up correctly. Analysis found the system fan was noisy and the stylus was missing. (B)(4).

Event description:
It was reported the clinic turned the programmer on and a start-up error was noted. The programmer was returned for repair. There was no patient involvement indicated.